Manufacturer narrative:
(B)(4). No consequences or impact to patient. Incorrect or inadequate test result. Evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer performed several troubleshooting steps without resolution. The customer then requested a field service visit. The field service representative readjusted the tubing of 1.5x3.2mm and the issue was resolved. During a follow-up call made by customer service and support, the customer confirmed that the issue was resolved after the field service visit.

Event description:
The customer stated that the cell-dyn analyzer generated lower than expected hematology results from one patient sample. The results were reported out, questioned by the physician and repeated with higher and expected results. A result of 6.5 g/dl for the hemoglobin was repeated at 12.0 g/dl. No impact to patient management was reported.